Manufacturer narrative:
An infection at the ipg and anchor site(s) was reported to abbott. Surgical intervention took place wherein the scs system was explanted. The patient was prescribed oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient experienced an infection at the ipg and anchor site. In turn, surgical intervention took place wherein the scs system was explanted. Patient was prescribed oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.